Event description:
It was reported that the patient experienced pain at the ipg site due to ipg migration. The ipg site was revised during surgical procedure on (B)(6) 2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.